Event description:
Alleged the head section of the bed will raise, stop and lower when the head up switch is released.

Manufacturer narrative:
The account declined to have the bed serviced and stated the bed was operating fine.